Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the subject device had scope communication error b31. There were no reports of patient harm.

Event description:
It was reported that, the subject device had scope communication error b31. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair centre for the evaluation and reported problem was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose lg adapter, dents on distal edge based on the results of the investigation results, the most probable root cause is traced to component failure. Olympus will continue to monitor field performance for this device.